Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and persistent cough. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and persistent cough. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that upon examining the device, pil technician noticed a rattling sound which suggests something loose inside the device. Further investigation showed a piece of the blower motor broke off and was loose inside the blower box. An unknown contaminate consistent with tobacco was found in the ui (user interface) panel and the bottom enclosure. A black unknown contaminate not consistent with blower foam was observed in the blower box. A dust like contaminate on the top enclosure, ui panel, blower box, blower motor, rear panel, and the bottom enclosure. Evidence of liquid spots with potential mineral deposits were observed on the blower motor, blower box, and rear panel. The device was returned missing the accessory module and sd cover flip doors, sd card, philips pollen filter, and the two screws that secure the top and bottom enclosures. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.